Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca and the current-controlling transistor q1 was shorted on the bedside pca. The shorted transistor was caused by the contamination. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was resetting.